Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The customer contact reported there is no patient information available. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit went blank during a case and rebooted. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service technician performed a checkout of the system and confirmed the reported issue. The switching board and inverter board were replaced to resolve the reported issue.